Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion confirm meter was giving variable readings. He was laying on the couch at 4:00pm and didn't feel well so performed a blood test on his relion confirm meter and got 40 which prompted him to eat cake icing to try and bring his sugar up. He checked his blood again at about 6:30 on the relion confirm and got 34 which he then realized the relion confirm wasn't reading correctly. He checked his blood on another meter within minutes and got a reading over 300 then performed another test on his relion confirm and got 343. He still doesn't feel well. He is continuing to take his insulin as scheduled and will monitor it from here. Controls not used. Replacing product.